Event description:
An altitude alarm 21 was reported for the pump. The user did not provide their blood glucose level at the time, but there was no adverse impact reported to the customer's blood glucose level. The issue was addressed by instructing the customer to clean the speaker holes and attempt to resume insulin delivery. The customer was able to resume insulin delivery.